Event description:
It was reported to boston scientific corp that a optiflo injection needle device was used during a sclerotherapy procedure performed on (B)(6), 2009. According to the complainant, when they went to remove the metal needle from the plastic channel to purge it, the needle would not retract (it was outside of the channel). Because the performance was not adequate, the procedure was completed with another same device; that device worked properly. No pt complications were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a optiflo injection needle device was used during a sclerotherapy procedure performed on (B)(6), 2009 (patient weight is unknown). According to the complainant, when they went to remove the metal needle from the plastic channel to purge it, the needle would not retract (it was outside of the channel). Because the performance was not adequate, the procedure was completed with another same device; that device worked properly. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
The device worked properly, when advancing and retracing needle using the thumb ring. No manufacturing defects were found. However, the internal teflon tube had a minor wave/kink, which most likely occurred during the device set up. This issue is commonly caused by activating the unit immediately after removing the catheter from package without straightening the device. This investigation will be assigned the most probable root cause classification of operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4)